Event description:
Pen needle will not come off of insulin pen.

Manufacturer narrative:
Pen needles were not returned for testing by end-user. Production records have been attached in lieu of returned product testing. No device malfuntion found after analysis of production records.

Event description:
Pen needle will not come off of insulin pen.